Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after the implantable cardioverter defibrillator delivered inappropriate therapy for supraventricular tachycardia. Programming interventions were discussed. However, no changes were made. The patient was in stable condition.